Manufacturer narrative:
Perforation is a known procedural complication. The laser system operator's manual (part no. 0010-0240) lists perforation as a potential surgical complication and risk. Perforation can occur as a result of excessive exposure to laser radiation. Perforation can also occur from tumor erosion, or as a result of any endoscopic/cystoscopic procedure. To clinically diagnose perforations, patients must be closely monitored post-operatively through physical assessment of clinical symptoms, hematology studies as deemed appropriate, and radiography.

Event description:
It was reported by a customer that the patient had experienced a perforated prostatic capsule. No additional details have been obtained from the customer.